Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was changing out pump, changed battery and the pump went blank. The customer's blood glucose was 462mg/dl, treated with bolus. After reinserting new batteries, the display returned. The device passed self-test. The customer was advised to monitor the pump. Customer declined troubleshooting for high blood glucose.